Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge test was not performed due to receiver perpetually rebooting. Boot test was performed and failed due to receiver perpetually rebooting. Functional test was not performed due to receiver perpetually rebooting. An internal visual inspection was performed and passed. Performance data was reviewed. An unexpected receiver shutdown issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information.